Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display developed a hairline crack that progressed across the screen, rendering the screen unreliable while blood glucose performance was reportedly unaffected. Symptoms included no adverse physiological effects. Outcomes included continued therapy management guidance that the user could rely on cgm via the dexcom app or receiver and that libre 3+ sensors would require replacement upon setup of the replacement device. Investigation included customer interview, troubleshooting, and user education covering device shutdown, data sync to the mobile app, startup requirements for the replacement device, and return logistics. Investigation of this case revealed a confirmed broken or cracked screen affecting the display component, with no device alarms reported and no impact to glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.